Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A visual inspection of the attached picture could not confirm the stated failure mode. The picture showed some foreign material. The origin of the material could not be concluded. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. We recommend that all reusable instruments be inspected for cleanliness prior to use. The potential probable causes of this event is likely inadequate cleaning. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that before surgery, there was a foreign substance attached to the device and there was no backup device available, so it had to be cleaned and sterilized again. However, the patient had been under anesthesia already, and it caused a 40 minutes delay of surgery.